Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: one (1) sample was submitted to the manufacturer for evaluation. Through visual examination, no defects or abnormalities were observed. The sample was then leak tested; no leakages were observed. The bonded area and any potential cuts in the tubing, which might permit air ingress, were examined with particular care. However, no leaks or cuts were detected during the exhaustive visual inspection of the sample. The sample is within specification; the reported defect is not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 brief inquiry description air in line detailed inquiry description while treatment was in progress, the nurses noticed air bubbles in the arterial line, as well as significant amount of air in the venous chamber, which triggered "air detector" alarm. The amount of air was significant enough that the alarm could not be cleared by the normal troubleshooting steps ( decrease bfr, pull air from the venous chamber with a syringe, etc.). They had to remove the defective lines and set up a new system to continue the treatment. Over the last few days, they had 8 instances when they were unable to return blood. Approximate blood loss/patient -250 ml.